Event description:
It was reported that the sheath leak occurred. The patient was undergoing an atrial fibrillation (afib) ablation procedure. A faradrive steerable sheath clear was selected for use. After completing the transseptal puncture, the versacross connect dilator was removed. Following removal, the sheath valve was observed to be leaking. Troubleshooting included inserting a mapping catheter to determine whether the leak would resolve with a device in place; however, the sheath continued to leak. The sheath was replaced, and the procedure was successfully completed using another faradrive device. No patient complications occurred, and the patient recovered fully.